Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve dropped out. This occurred after it was inserted into the right atrium (ra), reverse blood was confirmed when the dilator was pulled out. Dropout of the valve was visually confirmed. The issue was resolved by changing the sheath to another one. Doctors have been informed multiple times about precautions for inserting a dilator when using vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After that, the procedure was successfully completed. The procedure was completed without patient's consequence. Additional information received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient; therefore, no air entered the patient¿s body and percutaneous, surgical removal or medical intervention were not required. No blood return. Additional request was sent to clarify if the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used on the patient. However, no further information has been made available. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 01-jun-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve dropped out. This occurred after it was inserted into the right atrium (ra), reverse blood was confirmed when the dilator was pulled out. Dropout of the valve was visually confirmed. The issue was resolved by changing the sheath to another one. Doctors have been informed multiple times about precautions for inserting a dilator when using vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. After that, the procedure was successfully completed. The procedure was completed without patient's consequence. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Additional information was received on 08-jun-22 clarifying if the device was used on the patient as there was conflicting information provided and it was confirmed that the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was inserted into the patient¿s body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).